Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. The contents of the video were viewed and it was noted that a leak was visible at the edge of the bag. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva tpn bag leaked through the edge of the bag, near the corner. This occurred before use. There was no patient involvement. No additional information is available.